Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Boluses were programmed using bolus wizard and then download. The device downloaded and the carelink reports matched the bolus history on the insulin pump.

Event description:
The customer reported that the bolus wizard print out from the carelink was not matching with the amount of insulin the device gave him, and the report shows a bolus of 2.1 units of insulin delivered overnight without the customer's intervention. The blood glucose at time of calling was 170mg/dl. The customer also mentioned that the numbers were not ramping on their own, and the time clock was advancing. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.